Event description:
Customer reported that the system locked up several times during a critical case. The lock-ups indicated a "x-ray abort message". During the case, the patient crashed and had to be sent to surgery. No reported patient incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been competed.